Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue after receiving a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during drain four of four. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, it was noted that the patient became disconnected during therapy. There was no patient injury or medical intervention in association with this report. No additional information is available.